Event description:
Literature: marks wa, honeycutt j, accosta f, reed m. Deep brain stimulation for pediatric movement disorders. Semin pediatr neurol. 2009; 16(2):90-98. Summary: this article reviews the role of dbs and the author's experience with establishing a dedicated pediatric dbs program. The article included info on pts from 2007 to 2009 with surgeries on a total pts with primary and secondary dystonias as well as one pt with juvenile parkinson disease caused by tyrosine hydroxylase deficiency. Pts were implanted bilaterally in the gpi. Reportable event: one pt experienced an infection that seemed to be localized to the implantable neurostimulator and did not necessitate removal of electrodes. The pt was treated with implantable neurostimulator (ins) removal and antibiotics. At the time of the report, the pt was awaiting ins reimplantation. See MFR. Report # 2182207-2009-05602. Reference MFR report # 2182207-2009-05609 for other side of bilateral system.